Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental (B)(4) report will be submitted. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturers reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a ngen pump EU configuration. The pump did not alarm for a bubble. After the procedure, the sensor of the pump did not identify a bubble going through the sensor. The bubble has been visible and ¿he left the bubble going to the flushing¿. There was no patient consequences and no delay.

Manufacturer narrative:
On 8-nov-2022, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a ngen pump, EU configuration. The pump did not alarm for a bubble. Device evaluation details: according to the work order, remote support was provided, and no failure was found. A device history record evaluation was performed for the finished device number 062420-002, and no internal actions related to the reported complaint were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).